Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 5219113 186-01-54 - integrip cc, cluster 54mm, g2 5236662 130-36-52 - nv gxl liner neutral, 36mm ID, group 2 cups 5256776 170-36-00 - biolox delta femoral head 36mm od, +0mm

Event description:
It was reported that this 81 y/o male patient's right hip was revised approximately 2 year 2 months post op initial surgery. Patient was brought back for hip pain. Hip was dislocated, femoral head removed, stem checked and found to be loose, stem removed. Attention turned to cup. Poly liner was removed with the help of a bone screw. Cup found well fixed. New poly was implanted along with a new cemented stem and head. Patient was last known to be in stable condition following the event. Devices are not returning - patient requested implants.